Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on the 14th june 2013. The history log for this device showed that the pad-pak was first installed on the 9th july 2013 and that it had performed all self-tests up to and including the last log entry on the 6th november 2016. The voltage recorded at this time however is not consistent with a fresh pad-pak. During this period the pad pak was removed for approximately one year the battery monitoring circuitry and device current drain were verified during the investigation and no fault found with returned sam pad device. The device performed to specification throughout testing at heartsine. Samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Low battery.